Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead fell out of position. Subsequently, the patient underwent a procedure to reposition the lead. This ra lead remains in service. No additional adverse patient effects were reported.